Event description:
It was reported that 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced cracked tubes. The following information was provided by the initial reporter: material no. 362761; batch no. 8340768. Work order notes: customer reports that a total of 9 tubes have broken in the centrifuge in the past 2 days. Today they broke within the first minute of centrifugation. They tubes are completely shattered. We have been spinning in this centrifuge in the past with no issue and the tubes do fit in the centrifuge correctly. We did not recently get new inserts and the inserts we are using are round at the bottom. I did clean the buckets after the first set of tubes broke and there did not appear to be any left over glass. All tubes were from the same lot#. It was only 1 patient. Site does have tubes they can return for testing. Site spins tubes for 1200g's for 30 minutes.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd vacutainer® cpt¿ cell preparation tube with sodium citrate experienced cracked tubes. The following information was provided by the initial reporter: material no. 362761, batch no. 8340768. Work order notes: customer reports that a total of 9 tubes have broken in the centrifuge in the past 2 days. Today they broke within the first minute of centrifugation. They tubes are completely shattered. We have been spinning in this centrifuge in the past with no issue and the tubes do fit in the centrifuge correctly. We did not recently get new inserts and the inserts we are using are round at the bottom. I did clean the buckets after the first set of tubes broke and there did not appear to be any left over glass. All tubes were from the same lot #. It was only 1 patient. Site does have tubes they can return for testing. Site spins tubes for 1200 g's for 30 minutes.